Event description:
It was reported that during an unknown procedure, the packaging for the pve35a was damaged. They said packaging was ripped. Case was completed. No patient harm reported.

Manufacturer narrative:
(B)(4). Date sent 11/4/2024. D4 batch #unk. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that t the pve35a device was returned outside its original package and only a tyvek was received along with the device. Upon visual inspection, it was observed that the tyvek from the packaging was damaged (hole); the damage was noted to be from the outside to the inside. The damage found compromised the device's sterility. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, c9dt1z and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was sterility compromised as a result of the packaging damage?